Manufacturer narrative:
Broken off and missing injection foot. Cracked cartridge holder and front cap shell won't stay attached. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Unable to perform displacement dose accuracy and baseline and wireless functionality test due to missing injection foot, however the inpen was able to dial properly. Inpen passed front cap investigation. In conclusion: inpen received with working dial knob. Therefore, the customer concern of difficult to dial could not be confirmed, however unable to properly dose due to missing injection foot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer found that the cap was not staying attached to the inpen and also the dose knob or dial was difficult to turn. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed for the broken or damaged inpen and the inpen will be replaced and advised to revert to a backup plan per health care professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the inpen. Mmt-105nngyna was requested and customer response was the device will be returned.